Event description:
It was reported that a user of the ilet bionic pancreas experienced high blood glucose readings, particularly after meals, and the user believed the elevations were related to food. Symptoms included hyperglycemia with associated headache and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available; device-related details were insufficient and no specific device component was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.